Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the date of implant of the pump and catheter were unavailable. It was reported that lot number of the catheter was unavailable. No further complications were reported and/or anticipated.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 500 mcg/ml at 150 mcg/day via an implantable pump for an unknown indication for use. It was reported that there was a synchromed ii issue. It was further reported that during refill, the volume in the reservoir was 17 ml but the expected volume was 3 ml. There were no reported patient symptoms. It was reported that it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was reported that no diagnostics or troubleshooting was performed and noted that the physician didn't want to a revision of the system implanted. It was reported that today the physician wanted to stop the pump permanently. It was reported that the issue was resolved at the time of this report. It was reported that no surgical intervention occurred and none was planned. The patient status at the time of the report was alive-no injury. No further complications were reported and/or anticipated.